Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report a broken battery carrier on the insulin pump. The customer also reported being hospitalized for high blood glucose and the reading was 800 mg/dl. Nothing further was reported.